Event description:
It was reported that prior to an unknown procedure, no device found in first use. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. During functional testing on gen11 instrument error screen was displayed. The device will stop activating when the blade becomes damaged. A crack was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result an error code or yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ or "relax pressure in blade¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The analysis concluded that the blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube